Event description:
It was reported that at recent follow-up this pacemaker was discovered to be at end-of-life. The battery had depleted on (B)(6) 2024. It was noted that in (B)(6) 2023 the longevity had been 1.5 years. The device was replaced without complication and is expected to be returned.